Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Before implantation, a coil-embolization for the right internal iliac artery was performed. At that time, the inferior gluteal artery ruptured. The ruptured site and the right internal iliac artery were coil-embolized and bleeding stopped. Then, a guidewire (radifocus) was inserted from the right femoral artery. During advancement of the guidewire, a dissection occurred in the right external iliac artery. No additional treatment was given as the dissected site would be covered by endoprostheses. All the planned devices were deployed successfully. The final angiography showed no endoleak but a dissection proximal to the excluder aortic extender (infrarenal region) was observed. Reportedly, the dissected site had lots of thrombi. No treatment was performed and a wait-and-see approach would be taken. The patient tolerated the procedure.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.